Event description:
An outpatient was ordered to have an ultrasound guided aspiration of a chronic fluid collection in the deep muscles of the hip area that was tracking via fistula cutaneously. Cultures and chemistries of the fluid were ordered by the outpatient doctor and sent by the radiology team to the lab. Ten days passed and none of the results were received by the ordering physician. It was discovered that when the pt presented for f/u, that the results were in the ehr mdds device, but no one knew. The radiologist was not expected to search for the results, nor were the results sent to the radiologist of the ordering physician. The results were in one of the silos in the ehr but there was not any warning, notification, or reconciliation that results were not received by the ordering doctor who did not have access to this hospital's ehr. The abscess grew a virulent organism. The treatment was delayed by the failure of the device to deliver the results.